Event description:
The customer reported that vasoseal was used on 4/30/98 following a run off study. Following the procedure, pt lost distal pulses. A run off was done revealing a clot formed proximal to aorta. An embolectomy was done. Vasoseal was extravascular. Both radiologist and surgeon believe cause of the occlusion to be occlusive pressure held during deployment.